Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a picture that started clear, then the image became intermittent and eventually turned black. The issue occurred during sedation while the device was inside the patient. The intended procedure was a esophagogastroduodenoscopy (egd) diagnostic type, which was completed using the same device. There were no reports of patient harm.